Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vision blurred ("bouts of wicked blurry vision at random times / couldn't see much more than blobs"), tooth disorder ("enamel problem"), menstrual disorder ("minor period issues"), anxiety ("anxiety"), intervertebral disc degeneration ("degenerative disc disease I my spine"), arthritis ("arthritis"), abdominal distension ("bloated") and memory impairment ("memory issues") and was found to have weight decreased ("lost weight "). The patient was treated with surgery (surgery for removal) and tooth extraction. Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, tooth disorder, menstrual disorder, anxiety, intervertebral disc degeneration, arthritis, weight decreased and abdominal distension outcome was unknown, the vision blurred had resolved and the memory impairment had not resolved. The reporter considered abdominal distension, anxiety, arthritis, intervertebral disc degeneration, medical device removal, memory impairment, menstrual disorder, tooth disorder, vision blurred and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, blurry vision, degenerative disc disease, arthritis,lost weight and bloated, memory impairment quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : memory issues added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('I had removal / right tube perforated') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vision blurred ("bouts of wicked blurry vision at random times / couldn't see much more than blobs"), tooth disorder ("enamel problem"), menstrual disorder ("minor period issues"), anxiety ("anxiety"), intervertebral disc degeneration ("degenerative disc disease I my spine"), arthritis ("arthritis"), abdominal distension ("bloated"), memory impairment ("memory issues"), pain ("doctors to help me with the pain / pain"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), acne ("lesions") and autoimmune disorder ("autoimmune disease") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (surgery for removal / hysterectomy) and tooth extraction. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, tooth disorder, menstrual disorder, anxiety, intervertebral disc degeneration, arthritis, weight decreased, abdominal distension and pain outcome was unknown, the vision blurred had resolved and the memory impairment had not resolved. The reporter considered abdominal distension, acne, alopecia, anxiety, arthritis, autoimmune disorder, fallopian tube perforation, intervertebral disc degeneration, memory impairment, menstrual disorder, pain, teeth brittle, tooth disorder, vision blurred and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, blurry vision, degenerative disc disease, arthritis,lost weight and bloated, memory impairment. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('I had removal / right tube perforated') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vision blurred ("bouts of wicked blurry vision at random times / couldn't see much more than blobs"), tooth disorder ("enamel problem"), menstrual disorder ("minor period issues"), anxiety ("anxiety"), intervertebral disc degeneration ("degenerative disc disease I my spine"), arthritis ("arthritis"), abdominal distension ("bloated"), memory impairment ("memory issues"), pain ("doctors to help me with the pain / pain"), alopecia ("hair loss"), teeth brittle ("brittle teeth"), acne ("lesions") and autoimmune disorder ("autoimmune disease") and was found to have weight decreased ("lost weight "). The patient was treated with surgery (surgery for removal / hysterectomy) and tooth extraction. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, tooth disorder, menstrual disorder, anxiety, intervertebral disc degeneration, arthritis, weight decreased, abdominal distension and pain outcome was unknown, the vision blurred had resolved and the memory impairment had not resolved. The reporter considered abdominal distension, acne, alopecia, anxiety, arthritis, autoimmune disorder, fallopian tube perforation, intervertebral disc degeneration, memory impairment, menstrual disorder, pain, teeth brittle, tooth disorder, vision blurred and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, blurry vision, degenerative disc disease, arthritis,lost weight and bloated, memory impairment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2022: pfs received : reporter information, date of birth, implant and explant date, product indication , events -brittle teeth, hair loss,acne lesions , autoimmune disease added. "Medical device removal replaced with fallopian tube perforation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vision blurred ("bouts of wicked blurry vision at random times / couldn't see much more than blobs"). The patient was treated with surgery (surgery for removal). Essure was removed in january 2016. At the time of the report, the medical device removal outcome was unknown and the vision blurred had resolved. The reporter considered medical device removal and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, blurry vision. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vision blurred ("bouts of wicked blurry vision at random times / couldn't see much more than blobs") and tooth disorder ("enamel problem"). The patient was treated with surgery (surgery for removal). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal and tooth disorder outcome was unknown and the vision blurred had resolved. The reporter considered medical device removal, tooth disorder and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, blurry vision. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate of this case, therefore the case (B)(4) is marked for deletion. All the information from deletion case was transferred to this case. Event from deletion case enamel problem was added. Legacy device report num (from retention case (B)(4)). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removal') and tooth disorder ('enamel problem') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vision blurred ("bouts of wicked blurry vision at random times / couldn't see much more than blobs"), tooth disorder (seriousness criterion medically significant), menstrual disorder ("minor period issues"), anxiety ("anxiety"), intervertebral disc degeneration ("degenerative disc disease I my spine") and arthritis ("arthritis"). The patient was treated with surgery (surgery for removal) and tooth extraction. Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, tooth disorder, menstrual disorder, anxiety, intervertebral disc degeneration and arthritis outcome was unknown and the vision blurred had resolved. The reporter considered anxiety, arthritis, intervertebral disc degeneration, medical device removal, menstrual disorder, tooth disorder and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, blurry vision, degenerative disc disease, arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: events degenerative disc disease I my spine, arthritis added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removal') and tooth disorder ('enamel problem') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vision blurred ("bouts of wicked blurry vision at random times / couldn't see much more than blobs"), tooth disorder (seriousness criterion medically significant), menstrual disorder ("minor period issues") and anxiety ("anxiety"). The patient was treated with surgery (surgery for removal) and tooth extraction. Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, tooth disorder, menstrual disorder and anxiety outcome was unknown and the vision blurred had resolved. The reporter considered anxiety, medical device removal, menstrual disorder, tooth disorder and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, blurry vision. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 3, 4 processed together.social media content received : reporter added. Event added- menstrual disorder. On (B)(6) 2020: fu 3, 4 processed together.social media content received : reporter added. Event added- anxiety. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced vision blurred ("bouts of wicked blurry vision at random times / couldn't see much more than blobs"), tooth disorder ("enamel problem"), menstrual disorder ("minor period issues"), anxiety ("anxiety"), intervertebral disc degeneration ("degenerative disc disease I my spine"), arthritis ("arthritis") and abdominal distension ("bloated") and was found to have weight decreased ("lost weight "). The patient was treated with surgery (surgery for removal) and tooth extraction. Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, tooth disorder, menstrual disorder, anxiety, intervertebral disc degeneration, arthritis, weight decreased and abdominal distension outcome was unknown and the vision blurred had resolved. The reporter considered abdominal distension, anxiety, arthritis, intervertebral disc degeneration, medical device removal, menstrual disorder, tooth disorder, vision blurred and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, blurry vision, degenerative disc disease, arthritis,lost weight and bloated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.events: lost weight and bloated were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced vision blurred ("bouts of wicked blurry vision at random times / couldn't see much more than blobs"). The patient was treated with surgery (surgery for removal). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown and the vision blurred had resolved. The reporter considered medical device removal and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, blurry vision. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.